Event description:
It was reported that the balloon got stuck with the guidewire. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified brachiocephalic vein. A 12.0 x 40, 75cm mustang balloon was selected for percutaneous transluminal angioplasty (pta). During the procedure, the lesion was crossed by a radial approach for brachiocephalic vein stenosis with a non-boston scientific guidewire. The balloon was then delivered and successfully dilated the lesion. However, upon removal, it was noted that the balloon got stuck with the non-boston scientific guidewire. Since the treatment of the lesion itself had been completed, the balloon was successfully removed with the wire. No patient injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not tightly folded and was subjected to positive pressure. A visual examination of the markerbands identified no issues. A visual examination of the shaft identified an inner shaft kink 5mm proximal from the proximal markerband. The investigator was unable to load a boston scientific 0.035in guidewire through the mustang device as there was a kink in the shaft and was unable to remove the customers guidewire that was already inserted in the device. A visual and tactile examination identified no damage to the tip of the device. This concludes the product analysis.

Event description:
It was reported that the balloon got stuck with the guidewire. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified brachiocephalic vein. A 12.0 x 40, 75cm mustang balloon was selected for percutaneous transluminal angioplasty (pta). During the procedure, the lesion was crossed by a radial approach for brachiocephalic vein stenosis with a non-boston scientific guidewire. The balloon was then delivered and successfully dilated the lesion. However, upon removal, it was noted that the balloon got stuck with the non-boston scientific guidewire. Since the treatment of the lesion itself had been completed, the balloon was successfully removed with the wire. No patient injuries were reported.